Manufacturer narrative:
The cause of the malfunction was not identified. The field service engineer reset the customer¿s mx40s and rebooted the pic ix, which resolved the issue. A good faith effort was made to obtain additional information regarding customer resolution associated with this complaint, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. No further investigation or action is warranted at this time.

Event description:
The customer biomedical engineer (biomed) reported that all telemetry associated with their philips information center ix (pic ix) system was down. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that all tele [telemetry] was down. There was no adverse event or patient harm reported